Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was returned to ctl medical on 07/27/2017 for evaluation. During the investigation, no product design or manufacturing issues were observed. Manufacturing records for the lot was reviewed and the parts were manufactured to specifications. No ncr's were issued for that lot. Although a definitive root cause could not be determined, it is likely that the breakage was as a result of wear and tear or the patient's hard bone.

Event description:
Representative reported that during surgery on (B)(6) 2017, the tip of the picasso ii tap while being used by the doctor broke and the broken piece could not be found. The post-op x-ray did not reveal any parts of the instrument in the patient and there is doubt as to whether the part did fall in the patient.